Manufacturer narrative:
(B)(4): a visual inspection of each cartridge was performed. No damage or defects were noted. A leak test and fill test was performed on each returned cartridge with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient reported that she could smell insulin when priming the pump but did not see the insulin come out of the tubing. During troubleshooting with customer support (cs) the patient removed the cartridge and tubing out of the pump and the patient stated that she felt moisture and insulin at the luer lock. The tubing and cartridge were replaced and patient resumed pump therapy. This complaint is being reported due to the alleged cartridge leak.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.